Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up remote follow up via merlin.net with the right atrial lead exhibiting noise and over-sensing. The noise was reproducible, and programming interventions were initially made, however the issue persisted. The physician believed the issue was caused by insulation damage, and ultimately decided to cap and replace the lead on (B)(6) 2020. The patient was stable.